Event description:
It was reported that the pump became hot to the touch despite being in room temperature conditions. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.